Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a refill, the reservoir was aspirated but was then unable to be filled. It was indicated that there was not a depth issue. The amount removed from the reservoir was what was expected, and then upon refilling only 19 ccs was able to be added. Aspiration was attempted again, and it was found that they could not aspirate or fill anymore. Tubing was noted as being patent. Changing and turning the needle was tried, as well as holding back negative pressure and pushing saline via a 5-10 cc syringe. None of these attempts resolved the issue, however they were able to aspirate out 7.5 ccs. Imaging of the bellows was discussed. The drug/compound used to refill the pump was not reported. Additional information has been requested, but was not available as of the date of this report.